Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that faradrive steerable sheath clear was selected for use. It has been mentioned that that sheath is non-permeable. No patient complications have been reported. The product is expected to be returned. It was further reported, it was impossible to cross the atrial septum despite several attempts. The physician decided to cancel the procedure and reprogram a new procedure using a non-boston scientific device and their transseptal sheath (with a smaller outer diameter). No other issue has been reported.

Manufacturer narrative:
Investigation summary: product analysis confirmed that the distal tip of the sheath exhibited a slightly bulbous (wider) shape, but the sheath met all dimensional specifications. It is possible that the bulbous shape of the distal tip may have impeded the smooth insertion of the sheath and dilator into the patient's anatomy during the procedure, contributing to sheath insertion difficulties. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Device technical analysis: upon receipt at our post market quality assurance laboratory, the faradrive steerable sheath was analyzed. Dimensional inspection of the sheath confirmed that all dimensions of the distal tip met specification, but the geometry of the distal tip exhibited a slightly bulbous (wider) shape. Risk assessment: a risk review performed for the faradrive device confirmed that the event of difficulty crossing the septum is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the faradrive device is acceptable. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Investigation conclusion: based on the available information, boston scientific determined that the wider distal tip may have impeded the smooth insertion of the sheath and dilator into the patient's anatomy during the procedure. A nonconforming events and prevention (ncep) investigation was opened to investigate reports of difficulty advancing, crossing the septum, and inserting the faradrive steerable sheath where laboratory analysis confirmed that the geometry of the distal tip exhibited a slightly bulbous shape.

Event description:
It was reported that faradrive steerable sheath clear was selected for use. It has been mentioned that that sheath is non-permeable. No patient complications have been reported. The product is expected to be returned. It was further reported, it was impossible to cross the atrial septum despite several attempts. The physician decided to cancel the procedure and reprogram a new procedure using a non-boston scientific device and their transseptal sheath (with a smaller outer diameter). No other issue has been reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that faradrive steerable sheath clear was selected for use. It has been mentioned that that sheath is non-permeable. No patient complications have been reported. The product is expected to be returned.